Event description:
Customer reported to horiba medical (horiba) that the pentra xl80 generated high basophils results on pt samples. Horiba field service rep switched the basolyse reagent used on the pentra xl80 and resolved the issue. There was no report of any adverse event or injury requiring medical intervention or pt treatment.

Manufacturer narrative:
Horiba continues to investigates the reported event and will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.